Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that they don't think the device is doing anything for them and they don't even charge it anymore because it never worked. Patient said the device doesn't help their situation at all and it's a pain to charge it. Patient also said they are getting ready to have surgery to correct the problem that the device was supposed to correct, and after that they will have the ins removed. Agent asked if their device is causing them pain, patient stated that it was not but it just doesn't work. The patient was redirected to their healthcare provider to further address the issue. No further action taken by agent, documented reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
6b: explant day is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reiterated that they didn't get good results from the therapy, and they hated having to charge the ins so much. The patient mentioned that they had the ins removed in the past month.